Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they got a uti right after they had the implant. Patient stated they went on antibiotics and the uti came back and they were on antibiotics right now. Patient said they haven't noticed that the therapy had been helping them since getting uti they got the implant for bladder treatment. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported urinary symptoms.